Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the monopolar curved scissors (mcs) tip cover instrument accessory became loose and slipped so the orange portion was visible. The surgical staff removed the mcs instrument and properly repositioned the mcs tip cover accessory. The mcs instrument was re-installed and the surgical procedure was completed with no reported intra-operative or post-operative complications. Upon completion of the procedure, the mcs instrument and mcs tip cover accessory were inspected. No issues were found with the inspection of the instrument or tip cover. The tip cover was discarded and will not be returned to isi for evaluation. Electro lube was applied to the tip of the mcs instrument after installation of the tip cover using the tip cover installation tool. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory has been discarded and will not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted should the instrument accessory be returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.